Manufacturer narrative:
(B)(4). Date of initial report: 08/10/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient had a pad site burn after use of the generator and a non-covidien patient return pad for a procedure. No additional information was provided by the facility.

Manufacturer narrative:
(B)(4). The incident unit was returned for evaluation. The customer reported the patient had a pad site burn with use of a non-covidien patient return pad. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The rem function was tested and was found to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.